Event description:
A hospital in (B)(6) reported that there was water leakage from the base of a mr290 autofeed humidification chamber during set up before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a crack from impact on the side of the dome near the bracket. A dent was also observed on the side of the base near the crack. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the damage observed on the base of returned complaint chamber indicates that it is likely the chamber had been dropped and resulted in the impact damage observed on the chamber dome. Every mr290 chamber is pressure tested to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany this product states: " do not use the chamber if the seals are not intact when received, or if it has been dropped". " set appropriate ventilator alarms". " perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).